Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 2 months following the implant of this transcatheter bioprosthetic valve, the valve was replaced, valve-in-valve due to valve degeneration. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that the patient was admitted for heart failure. An echocardiogram was performed which indicated severe aortic stenosis. Subsequently, the valve was replaced, valve in valve. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no product was returned as the valve remained implanted. A device history record review for this event could not be completed as the serial number was not provided. However, images were submitted to medtronic and reviewed. The computed tomography (CT) imaging revealed significant calcification of the transcatheter bioprosthetic valve leaflets. This finding aligns with the reported severe aortic stenosis per echocardiogram. As reported, the patient was admitted for heart failure. Heart failure is known potential adverse events as documented in the instructions for use (IFU). A relationship of the reported congestive heart failure to the device could not be determined with the information available, though it is likely related to patient condition. It was also reported that an echocardiogram was performed which indicated severe aortic stenosis. Stenosis is a known potential adverse effect per the evolut IFU. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, a significant calcification was most likely the cause for stenosis. Subsequently, the valve was replaced, valve-in-valve. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.